Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that the endoscope stopped working, due to the disconnection of the connector of the circuit board mounted on the electrical connector. The cause of the disconnection of the connector is potential to be the impact caused by dropping the electrical connector of the endoscope, based on investigation. But, this has not been determined. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical penang on 10-aug-2022 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 10-aug-2022. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Event description:
Black screen, disconnection of the electrical connector plug from the board. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.